Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and the reported failure was confirmed. The instrument was found to have a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, small grasper retractor had broken cable. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer and obtained additional information: the instrument was inspected prior to being used. The surgeon was using instrument to retract the bowel when the cable slipped. As soon as the instrument defect was noted it was promptly removed from the patient and taken off the field. A new instrument was used to complete the procedure.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.